Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012093, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012093 was manufactured according to the work instruction (wi) version 100 and packaging in the machine multivac 14 on 05-mar-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b03030 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 01-mar-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b03032 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 02-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02928 was manufactured according to the wi version 38 and manufactured in the machine gluing 3 on 28-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02929 was manufactured according to the wi version 38 and manufactured in the machine gluing 3 on 01-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02930 was manufactured according to the wi version 38 and manufactured in the machine gluing 3 on 02-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02932 was manufactured according to the wi version 38 and manufactured in the machine gluing 3 on 04-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.